Event description:
It was reported that, in the week prior to this report, the patient experienced a seizure. On the day prior to this report, the patient began hearing a non-critical alarm. When patient began hearing the alarm, it was a longer beep and there were a couple of hours in between beeps. The most recent beep, occurring at the time of this report, was a single beep that occurred every hour and a half. The patient¿s next pump refill was scheduled for (B)(6) 2014. Critical and non-critical alarm sounds were played for the patient and it was believed that the non-critical alarm was being heard. At the time of this report, telemetry had not yet been performed. The patient had contacted her managing healthcare provider (hcp), but was waiting to hear back. It was noted that the hcp was not available on weekends. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).